Event description:
It was reported that the patient presented to the hospital after experiencing cardiac arrest. It was noted that the patient experienced ventricular fibrillation and the implantable cardioverter defibrillator exhibited failure to terminate the ventricular fibrillation. The ventricular fibrillation therapies were exhausted. The patient finally returned to sinus after the 15 minute episode. Patient currently was unresponsive.

Event description:
New information notes that the patient had recovered and was stable.